Manufacturer narrative:
Additional info: h6: the product was returned. Visual examination of the returned part confirms the threaded post has fractured off at the base of the shaft.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent an external fixation surgical procedure. Allegedly, the wirepost broke off at the threaded bolt section.